Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did not reproduce the phenomenon in which the insufflation button was continuously hit without touching it. The 1500 series scope confirmed that the red dichromatic imaging color taste was unusual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis x1 video system center insufflation button was activated repeatedly even though it was not touched. After turning the power off and on, the problem improved, so the procedure was completed with the same device and no problems have occurred since. The issue was found in the middle of a diagnostic colon exam procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. However, it is possible the problem was caused by fluid on the touch panel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when cleaning cv-1500, cv-1500 should be turned off.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.